Manufacturer narrative:
The patient's gender and weight were not provided. (B)(4). Approximate age of device ¿ 3 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that after approximately 3 days of support, the patient expired on (B)(6) 2015 due to intracranial bleeding. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.